Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the maintenance unit had the front power switch plastic cap torn off. The issue was found during general inspection. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the front power switch of the maintenance unit was non-olympus, and its plastic cap was torn off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a third-party repair or repair by the customer was performed which led to the malfunction. However, the root cause could not be identified. The event can be prevented by following the instructions for use: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. If the problems appear minor, refer to chapter 6, ¿troubleshooting¿. If the problem cannot be resolved by using chapter 6, contact olympus. Olympus will continue to monitor field performance for this device.